Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Yoke flange were all of the staples formed properly? - yes. Were all of the staple lines complete? - yes, though there was noticed more bleeding as usual. What color cartridges were used on each firing? And what tissue? - first 3 were green, 4th was blue and 5th was blue (I incorrectly filled the complaint saying that the instrument got stacked on 4th). Working on cardia ventriculi. Was the device fired over any other staples lines or hard objects such as clips? - no. Was the device difficult to fire? - no. Were any noises heard? - no. What troubleshooting steps were taken to open the device? - first trying to open with the release button, then together with pushing the handle, even trying to open the jaws placing something hard in. Nothing worked. How was the device removed? - new staple line with other instrument was done and the tissue around ets cut out why was the procedure converted to open? - because they couldn't remove it other way. How is the patient currently? - ok. Is the patient expected to have a full recovery? - yes. Patients pre-existing conditions? - morbid obesity. Patients age, sex and weight? - "(B)(6)" on what tissue type was the device used? At what location on the tissue? - on cardia ventriculi. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) - 5th firing (my mistake in the complaint when I wrote 4th ). Was it used on thick tissue? - regular, nothing special. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? - yes. Was the cartridge correct inserted, did they hear the "click" - yes. What color cartridge was being used? - green. What other color cartridges were used before and after this event? - first 3- green, last 2 - blue. Was buttressing material utilized? If so, which product? - no. Was the instrument fired across or near an existing staple line or clip? - no. Were any unexpected noises heard? If so, when? - no. Were any of the forces higher or lower than expected (closing, firing, or opening)? - no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? - yes, except the last one. Was there any difficulty removing the device from the tissue? - yes, as they couldn't open the jaws, they went from laparoscopic to open. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? - just around the jaws the analysis results showed that one ets45 was returned with a reload fully fired. The cartridge deck and one wedge were noted damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore, there is not enough space for the wedges pushing the driver to continue its run. If enough force is applied to the firing trigger the wedges can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. In addition, the device was noted to have the clamping mechanism damaged; no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was found damaged where engages with the tube. Please note that an investigation has been initiated to address the potential root cause for the damage of the yoke flange.

Event description:
It was reported that during a laparoscopic sleeve procedure according to the surgeon staple lines were leaking more as usual. Before firing the fourth staple, they had the tissue in the jaws locked, but then decided to readjust it. Though they couldn't unlock the mechanism and open the jaws. It was totally stuck. The instrument could cut and lock again, but the jaws didn't open. Procedure was converted to open. Patient was in stable condition following procedure.